Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. No further evaluation was provided. Follow-up to obtain related details was not possible. No adverse patient effects were reported.